Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit alarmed pump error 63 during self-test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. No insulin flow blocked alarm or pump error 63 in pump downloaded history on or near the event date. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, cracked keypad overlay, damaged display window cover, broken belt clip rails, corroded battery tube corroded motor home switch, and pillowing keypad overlay. The p-cap/reservoir does lock properly. No unexpected insulin flow blocked alarms noted during test, however pump failed self test due to pump error 63. Confirmed cosmetic damage to the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a black strip along the top of the screen is broken/missing, partially missing on the right side and broken belt clip rails, no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, unomedical, mmt-332a. Troubleshooting was performed for the event.customer reported insulin flow blocked alarm.customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for unomedical. No product return is required for mmt-332a.